Event description:
When running on external battery after internal battery discharged and disconnecting from external battery, unit just shut down with an inop alarm while on pt. Plugged unit into ac, after about 5 mins unit turned back on by itself. Customer indicated internal battery is not charging. No pt harm.